Event description:
On 7/12/90, diagnosed with breast asymmetry and capsular formation. Pt underwent subpectoral conversion with placement of replicon implants bilaterally. On 11/8/91 replicon implants removed, and replaced with mcghan 440 cc textured silicone implants bilaterally. Pt did well until 6/97; developed pain in left breast which became a chronic problem followed by osteomyelitis of the back. On 10/12/98 pt diagnosed with possible subacute infection, which was treated with erythromycin. On 1/19/99, bilateral implant removal and capsulectomies. Implants were removed intact, no apparent leaking. Devices sent to pathology on 1/19/99.